Event description:
It was reported that an ilet device exhibited a hardware issue in which the screen was cracked, and a replacement ilet was shipped to the user while the patient used backup therapy. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health or need for medical care. Investigation included a review of the complaint and logistical replacement actions. Investigation of this case revealed damage consistent with a cracked or broken display. It was concluded that the event involved a device component failure of the display screen without patient harm.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.